Manufacturer narrative:
The date of event is unknown. The date received by the manufacturer is used. (B)(6). Device evaluation: it is unknown if a sample is available for evaluation. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the needle from the suspect device broke off and remained in patient. A radiogram was performed and the needle was removed with minor surgery.

Manufacturer narrative:
Device evaluation: result - a sample was not returned for evaluation. A review of the device history record for the reported lot number 4302096 was carried out. Calibrated critical process settings were reviewed and no issues were observed. In-process inspections were reviewed and no issues were observed. Qa in-process inspections were reviewed and no issues were observed. Final inspections were reviewed and no issues were found. A manufacturing review was completed, maintenance work requests were reviewed and no changes were made. Cannula pull force data was reviewed for the reported lot number to verify all measured parts from the lot were within specification. There were no out of specification results observed. Conclusion - bd was not able to duplicate or confirm the customer's indicated mode as no samples or photos were returned for analysis. There are two potential causes for pen needle break off: during assembly of pen needles the cannula can become trapped between the inner shield and the hub, causing the cannula to fold over. If the user tries to straighten the cannula back before use, the cannula may weaken and can subsequently break upon use. If the user inadvertently bends the needle prior to use and attempts to re-straighten the cannula, the cannula may weaken, and can subsequently break upon use. Where manufacturing is the most probable root cause, there is evidence on the hub of indentation. As no samples or photos were returned, an absolute root cause cannot be determined.